Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the displacement test. The pump failed the self test due to appearance of pump error 75 alarm. Test p-cap and reservoir locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thus software. Pump alarmed a pump error 75 during testing on (B)(6) 2024 at 10:30 am. Pump was cut open to perform visual inspection and found a connector not plugged in properly (j7 connector) and moisture damage on the lithium backup battery and electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, serial number label missing, end cap address label missing, cracked reservoir tube lip, and missing display window/cover. Exposed to moisture was confirmed found on the electronic assembly, lithium backup battery, motor, force sensor, and battery tube. Cosmetic damage was confirmed at the pump case. Pump error 75 was confirmed during testing due to moisture damage on the lithium backup battery. Found a connector not plugged in properly. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump exposed to fluid and there were cracks in the pump. The customer reported no adverse event. The event involved product mmt-1781k. Troubleshooting was performed but the issue was not resolved. No harm requiring medical intervention was reported. The product return was requested for mmt-1781k and the product was returned for analysis.